Manufacturer narrative:
The front panel hard keys are not working. Front panel operating keyboard was replaced. The operation was checked and the unit was returned to the hospital.

Event description:
Hamilton medical ag received the following event description : it was found that the alarm temporarily release key sometimes did not work.